Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement and motor tests. No motor error alarms were noted. No unexpected no delivery alarms or no reservoir alarms were noted. The low reservoir alarm functioned properly during testing. No unexpected low reservoir alarm was noted during testing using a water filled test reservoir. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a motor error alarm. The customer's blood glucose was 234 mg/dl at the time of incident. The customer's mother also reported that they had high blood glucose of 495 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The customer's mother does not recall any significant events leading to the alarm. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.